Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6) product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient was having difficulty connecting to the pump to bolus. The caller stated that when connecting to the pump the status will get stuck at 91%. It was confirmed that the equipment had not been wet/dropped, the patient had not loss weight and that during use the device was moved all around pump. It was noted that the patient had a cardioversion performed on 2020-11-09 and noticed the connection issues began then. The issue was not resolved through troubleshooting and a replacement device was sent.